Event description:
Customer reportedly received results of 317 mg/dl and 117 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. Customer ate something and felt better. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. An empty vial was returned.